Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. (B)(4).

Event description:
Information received from patient's (B)(6) reported that patient underwent total knee arthroplasty on (B)(6) 2008 and that patient was subsequently revised on (B)(6) 2010 to remove and replace the knee components. The reason for the revision was not indicated. Information provided by the user facility indicated the patient developed pain and was diagnosed with a loose patella button. The revision procedure performed on (B)(6) 2010 revealed the patella fractured and the metal tip of the peg was sitting loose in the lateral quarter.

Manufacturer narrative:
Additional information: updated to include information received from the user facility in the attached user facility medwatch. User facility forwarded a report after receiving a faxed letter from biomet on (B)(6) 2011 with event details. This follow-up report is being filed to make the FDA aware that both the manufacturer report number and attached user facility report are for the same patient, part number and event. (B)(4).

Event description:
Information received from patient's legal counsel reported that patient underwent total knee arthroplasty on (B)(6) 2008 and that the patient was subsequently revised on (B)(6) 2010 to remove and replace the knee components. The reason for the revision was not indicated. No further information has been provided to date.